Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran blood glucose tests on 2 contour next link meters and received readings of 269 and 138mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned for evaluation. A new meter was expected to be sent to the customer.